Event description:
An (B) (6) year old, female, patient, underwent aaa repair on (B) (6) 2006 to treat a migrated device of another manufacturer's. The physician chose to place the following devices: two zenith iliac legs, three zenith main body extension, zenith convertor and a zenith occluder. Procedure was completed without reported incident. On (B) (6) 2010, the patient was admitted emergently to treat an aneurysm growth of 2 cm. The physician implanted a zenith renu convertor for emergent ruptured purposes. The area representative stated that it looked like the leak was coming from the buildup of devices, but unable to confirm. After the implant of the renu device, the patient's blood pressure stopped and was not able to be revived and expired.

Manufacturer narrative:
(B) (4). Event evaluation: still under investigation.